Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample was arrived. One bravo capsule and one bravo delivery device was received for evaluation. The returned sample met specification as received by medtronic. The customer reported they had a capsule which failed to attach. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the delivery device was pulled out, the capsule failed to attach and it fell out of the patient's mouth. There was no harm to the patient and the user, no intervention was required, and a repeat procedure was performed on the same day using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used scope to facilitate placement of the capsule and no lubrication was used. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required, and a repeat procedure was performed on the same day using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used scope to facilitate placement of the capsule and no lubrication was used.